Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, but not limited to tilt, perforated, contacts the aortic surface, perforates the duodenum and migration. Per the medical records, almost twelve years after implant, the patient had sharp pain in right side of the lower back. History at that time included ivc filter placement for dvt (deep vein thrombosis). Imaging revealed of the lumbar spine reported no dislocation, grade 2 spondylolisthesis (l5-s1) and a ¿greenfield¿ type filter with a broken edge. The doctor indicated that theses x-ray findings were likely contributing to the pain symptoms. Approximately thirteen years and eight months after implant, a CT scan revealed a cordis type ivc filter; with moderate tilting, distal migration, mesenteric perforation (two struts perforating the duodenum); no fracture or ivc stenosis. Grade 1 spinal lithiasis and chronic l5 spondylosis at l5-s1 were noted. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into organs, fractured filter struts retained in the area of l3-l4, migration, tilting, pain, anxiety, insomnia, and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, specific evidence of filter tilt, perforated, contacts the aortic surface, perforates the duodenum and has migrated. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records provided, almost twelve years after the filter was implanted, the patient underwent a consultation for complaints of sharp pain in the right side of the lower back. Per the consultation notes, the patient did not have a history of major back problems, but placement of an inferior vena cava (ivc) filter for history of deep vein thrombosis (dvt) was noted. The patient was taking soma and anaprox with little relief. The radiographic findings of the lumbar spine reported no dislocation, grade 2 spondylolisthesis (l5-s1) and a ¿greenfield¿ type filter was visualized with a broken edge. The doctor indicated that theses x-ray findings were likely contributing to the pain symptoms. Approximately thirteen years and eight months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan identified a cordis type ivc filter; moderate tilting with the apex against the wall of the ivc, distal migration, mesenteric perforation (two struts perforating the duodenum); no fracture or ivc stenosis. Grade 1 spinal listhesis and chronic l5 spondylosis at l5-s1 were noted. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into organs, fractured filter struts retained in the area of l3-l4, migration and tilting. The patient further asserts to have suffered from sharp back pain post implant, and that a cordis type ivc filter was identified by scan imaging, which showed a fractured strut that had migrated and was causing the pain. The patient further experienced anxiety, insomnia, and depression, becoming aware of these events approximately thirteen years and eight months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation, contacts the aortic surface, perforates the duodenum and has migrated. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis, and the sterile lot number has not been provided, therefore, no device analysis, nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters, and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time, and a clinical conclusion could not be determined as to the cause of the event ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, sail effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but not limited to,there is specific evidence that the filter is tilted, perforated, contacts the aortic surface, perforates the duodenum and has migrated. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered, and will continue to suffer significant medical expenses, pain and suffering, and other damages.